Manufacturer narrative:
(B)(4). To date the unit has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the appropriate device history records indicate rework performed on this serial number is not related to this evaluation.

Event description:
The customer reported that at the start of an open hernia procedure, while using the forcetriad, there was a noise (like a bang) and the drapes set on fire with flames. The patient received a 3rd degree burn 4-5 centimeters in size at the side of the right thigh. The burn was treated with ointment. A non-covidien pre pad was located on the opposite left thigh and the patient was in supine position. They changed the pad, the non-covidien handset and continued to use the same forcetriad generator and completed the procedure with no further issues. The generator was set at 35 cut and coag, no alarm was heard, the color of the rem indicator was not noticed. Of the other devices in use, none were covidien. The surgeon thinks the noise/bang come from the non-covidien monopolar pencil. The prep used was clorheridrina. There were no other flammables present.

Manufacturer narrative:
(B)(4). Date of follow-up report : 11/6/2015. The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification.